Manufacturer narrative:
Immucor technical support used remote electronic access method to assess the galileo neo electronic images on (B)(4) 2014. The well images for the unexpected crossmatch compatible wells all appeared as unexpected negative with associated tightly defined red blood cell buttons. Immucor laboratory tested retention products on (B)(4) 2014 and all retention products performed as expected. The customer returned blood samples to immucor for testing, and on (B)(4) 2014 the immucor laboratory duplicated the unexpected compatible crossmatch results. The unexpected crossmatch compatible results have a potential for a transfusion error.

Event description:
On (B)(6) 2014, a customer reported unexpected compatible crossmatch results when using capture-r select on a galileo neo instrument on (B)(6) 2014.